Event description:
Versasafe infusion set broke apart just below drip chamber. Set was being used to infuse patient's IV. IV bag hanging on pole above alaris pump. Patient was resting quietly in bed. No tension or torque on tubing- it simply split apart and contents of IV bag dripped onto floor. This infusion was connected to several concentrated sedation/analgesia drips. All drips immediately put on hold to avoid over dose. IV bag and tubing quickly changed. No apparent harm to child.manufacturer response for tubing - IV, versasafe infusion set (per site reporter).here are the failure investigation findings for file: ====================== IV set model 11499816.lot number unknown. Date of event: (B)(6) 2013.event: the tubing disconnected from the bottom of the drip chamber. The set was connected to several concentrated sedation/analgesia drips. No patient harm. Set will be sent back for investigation.findings: the report of the tubing disconnecting from the bottom of the drip chamber was confirmed. The cause of the report was identified as a manufacturing issue due to insufficient solvent.